Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 14 was inflated to 8 atmospheres with the first inflation for one minute at the distal, posterior tibial artery. The armada 14 was inflated a second time to 8 atmospheres, but ruptured after 49 seconds of inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.